Manufacturer narrative:
Continued e1 (facility name): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare processional reported left side rupture. The device remains implanted.

Event description:
Healthcare processional reported left side rupture. Healthcare professional additionally reported pain, deformity of the breast, and left lymph nodes with presence of siliconomas." The device has been explanted and replaced with non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted and replaced with non-allergan product.